Manufacturer narrative:
The exact date of event is unknown therefore the date received by the manufacturer was used. Result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5142038. Conclusions - as there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A sample is available for evaluation but has not been received. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the removal of the bd arterial cannula, the cannula broke and 3 cm remained in the artery. An ultrasound was done to confirm the incident but no further interventions were performed as it is the "policy of the physician to wait and see what happens."

Manufacturer narrative:
Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
The sample was visually inspected and the broken catheter was observed on the returned sample. A cut was observed on the edge of the broken catheter. The broken catheter could potentially have been cut by a sharp object. The manufacturing process was reviewed. There is no process in the manufacturing facilities which could have caused this nonconformance. Moreover, the manufacturing process has an automated vision inspection machine that rejects parts not meeting lie distance requirement. If the broken catheter occurred in the process, it would be rejected by the automated vision inspection machine as there is no lie distance. Hence, this reported nonconformance could have occurred out of manufacturing facilities. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. An absolute root cause for this incident cannot be determined. See manufacturer narrative for device evaluation.